Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that device not detected on bus. A field service engineer detected that the row 4 irac control board was unresponsive.upon replacing this component, the issue affecting bins 2.1, 2.2, and 2.3 was resolved, and the system is now functioning correctly. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es refrigerator showing that the device is not detected on bus. A customer reported that the user acknowledged a delay in the administration of medication to the patient. There were no adverse events or injuries reported based on this event.